Manufacturer narrative:
(B)(4). Method: the subject rt380 adult dual heated evaqua2 breathing circuit was returned to f&p healthcare in new zealand for investigation, where it was visually inspected and leak tested. Results: visual inspection identified no damage or defect with the returned breathing circuit. Leak testing confirmed that the breathing circuit was within specification. Conclusion: we were unable to determine what may have caused the reported event as there was no fault found with the returned device. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject adult breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in south korea that a rt380 adult dual-heated evaqua2 breathing circuit failed a ventilator leak test before use.there was no patient involvement.

Manufacturer narrative:
(B)(4). **UDI related data quality updates only** corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare. Section d2a: common device name updated to breathing circuit. Section d4: expiration date added. Section d4: UDI details updated. Section g1: contact person updated to (B)(6). Method: the subject rt380 adult dual heated evaqua2 breathing circuit was returned to f&p healthcare in new zealand for investigation, where it was visually inspected and leak tested. Results: visual inspection identified no damage or defect with the returned breathing circuit. Leak testing confirmed that the breathing circuit was within specification. Conclusion: we were unable to determine what may have caused the reported event as there was no fault found with the returned device. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject adult breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in south korea that a rt380 adult dual-heated evaqua2 breathing circuit failed a ventilator leak test before use. There was no patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in south korea that a rt380 adult dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt380 adult dual-heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.